Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no same complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant tests, and the usage of the sample is unknown, and the state of the catheter rupture is unidentifiable, so the root cause of the complaint cannot be confirmed. The plant will continue to track and trend for this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter broke on (B)(6) 2025, medical staff discovered a rupture in the soft needle of a closed-system intravenous catheter while administering an infusion to a patient. They immediately replaced the infusion set with a new one.